Event description:
During a procedure the 26g x 90mm pencil point needle broke. A 3cm fragment remained in situ, the customer decided to leave the fragment in place. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.